Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that her blood glucose level was 400 mg/dl. The infusion set had a bent needle. The customer treated her blood glucose level with a manual injection of insulin. The device was not returned.